Event description:
Covidien service center received a report of no sound with a n-560. No pt was involved.

Manufacturer narrative:
Investigation testing could not duplicate the alleged report of no sound. The device operated within specification.